Manufacturer narrative:
Upon root cause analysis by our service technician, the reconstruction computer was found with loose hardware. The system log's showed that the reconstruction computer stopped making images after 11 exposures. The CT system however continued to scan another 12 exposures of 120kv, 7ma, 2 sec without generating further images (no corrected or image data beyond the first 20). Patient was rescanned using the same protocol successfully (17 exposures) for a total dose of 82.52mgy. The reconstruction computer was replaced in the CT system and system successfully passed qa check and daily calibration.

Event description:
Patient needed to be re-scanned when only 20 images were received from a full CT protocol.